Event description:
Additional information was received from the representative on (B)(6) 2016 reporting that the patient was discharged at the appointment on (B)(6) 2016. The patient was going to reschedule with the representative.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a consumer implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported the patient had a "shocking/pin-prick sensation" in their mid-back, thighs, and shoulders. The sensation would go away when the ins was off and therefore the patient had the system off since it had started. It was thought that this sensation had started to occur recently but it was unknown. No falls or trauma were reported and it was unknown if onset of sensation was gradual or sudden. The patient felt sensation in the areas of their pain, except for the shoulders, but the sensation was not the same as normal sensation. The patient had a scheduled appointment on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.